Manufacturer narrative:
H4: the device was manufactured from february 24, 2022 - february 25, 2022. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. The photograph was visually inspected and showed fluid inside the bladder which suggested a leaked problem may have occurred. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor leaked; further described as a leak inside the device "leading to a large pool of drug inside the infusor outside of the balloon". A small volume of liquid (a few drops) leaked outside of the device as well. This issue was discovered before the inner bag was opened, after product release at the hospital. There was no damage to the overpouch or carton the device was received in. The device was filled with fluorouracil 4500mg in sodium chloride 0.9%. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Initial reporter postal code: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.